Event description:
At the start of the case the harmonic ace curved shear was attached to the robot. The instrument was plugged into the machine and activated. The machine alerted to "check instrument." The instrument was removed from the robot, cleaned, checked and placed back in the robotic arm. The instrument was re-activated and at that time the harmonic ace broke and a piece of metal fell off. This metal piece was retrieved and removed from the patient.